Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: it was reported while using thirty-three of the bd vacutainer® safety-lok¿ blood collection set, there is difficulty for the needle to be inserted and the blood begins to pass into the holder causing spillage when the tubes are connected to the vacuum. There were cases of bruising, and some patients were stuck two or more times. No additional impact was reported. Imdrf annex e grid: e2002 imdrf annex f grid: f11 imdrf annex a grid: a150206 was added. Investigation summary: bd had not received any samples for investigation. For functional tests, 10 retained samples were utilized, involving drawing water from six tubes each. No leakage or difficulty in performing the function was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: difficult to perform function and sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using thirty-three of the bd vacutainer® safety-lok¿ blood collection set, there is difficulty for the needle to be inserted and the blood begins to pass into the holder causing spillage when the tubes are connected to the vacuum. There were cases of bruising, and some patients were stuck two or more times. No additional impact was reported.

Manufacturer narrative:
D2b. Jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using thirty-three of the bd vacutainer® safety-lok¿ blood collection set, there is difficulty for the needle to be inserted and the blood begins to pass into the holder causing spillage when the tubes are connected to the vacuum. No adverse impact was reported regarding the patient or user.